Event description:
Pt admitted 12/2000 with fever, chills, reddened and swollen left breast. Diagnosis: cellulitis, IV antibiotics and warm soaks administered without symptomatic relief. Implant was surgically removed. A month later with capsulotomy, capsulectomy, and evacuation of abscess. Symptoms resolved. Pt discharged the next day.